Event description:
It was reported that an ilet user experienced hyperglycemia, with a highest glucose of 284 mg/dl for about 90 minutes after treating an earlier low and then consuming a typical breakfast (egg mcmuffin and hash brown) following fruit and a granola bar; no device alarms aside from a low alert were noted. The user was advised that the ilet would deliver corrections, and subsequent readings trended down to 220 mg/dl and stabilized. Symptoms included hyperglycemia without additional symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem was found and a usage problem was identified, consistent with overtreating a perceived low that did not go below 70 mg/dl. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.